Manufacturer narrative:
The loaner autopulse platform (sn (B)(4)) was returned from the customer for service. During service on (B)(6) 2020, the returned loaner autopulse platform failed the load cell characterization test. The root cause was due to a defective load cell. The damaged enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, noticed damaged front enclosure, likely caused by mishandling such as a drop. The damaged front enclosure was replaced to address the observed physical damage. Also, no lcd backlight was observed during visual inspection. The autopulse platform is a reusable device. This type of issue found during visual inspection is characteristic of normal wear and tear. The autopulse platform was manufactured in 2007, and it is more than 13 years old, well beyond its expected serviceable life of 5 years. The front enclosure, and the lcd screen was replaced to address the physical damage. The autopulse platform passed initial functional testing without any fault or error. However, the platform failed the load cell characterization check during further testing. The root cause was due to a defective load cell. The load cell was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn: (B)(4).

Event description:
During preventive maintenance, the autopulse platform (sn: (B)(4)) failed the load cell characterization test.